Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, loss of capture was noted on the implantable cardioverter defibrillator; which led to non-sustained right ventricular oversensing. The patient was evaluated in-clinic and programming changes were made to the device.